Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a risk of a leak between the extension tube and the catheter was inconclusive due to the sample condition. Two photos were returned for evaluation of this complaint. The photos were of a proximal piece of a 4fr s/l per-q-cath catheter. The t-lock assembly was attached to the luer adaptor of the catheter. The stylet was removed from the t-lock assembly and a needleless injection cap was attached to the luer adaptor of the side tubing on the t-lock assembly. Since the fit between the extension set and the catheter could not be analyzed from the photos, no conclusions could be made about the potential for a leak. The IFU states, ¿do not use the device if there is any evidence of mechanical damage or leaking.¿ h3 other text : evaluation findings are in section h.11.

Event description:
It was reported the all-in-one extension tube did not match the pqc totally and there is still be a risk of fluid leaks in the future. No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of redz0625 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the all-in-one extension tube did not match the pqc totally and there is still be a risk of fluid leaks in the future. No other information was provided.